Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported, that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level.